Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stated the device was being returned for neuro tip and cosmetic defect repair. It is unk if the device was being used during surgery. The date of the event is unk. No additional info was provided.